Event description:
It was reported that during setup prior to a surgical procedure at the user facility the device was leaking. No patient involvement, no delay, no medical intervention and no adverse consequences and no delay were reported with this event.

Manufacturer narrative:
Evaluation in progress.

Manufacturer narrative:
Based on the results of the unit evaluation, the most probable root cause for the corroded battery inside the battery pack were identified as internal battery malfunction, an incorrect component / electrical system assembly, or improper handling during unit usage producing a do not work condition.

Event description:
It was reported that during setup prior to a surgical procedure at the user facility, the device was leaking. No patient involvement, no delay, no medical intervention and no adverse consequences and no delay were reported with this event.